Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. In addition, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 214 mg/dl. Customer reloaded the cartridge to resolve the issue.